Manufacturer narrative:
The event of ipg not communicating was reported to abbott. The patient reported they had and surgery without placing the ipg into surgery mode. The patient's ipg was explanted and replaced. Effective therapy restored to patient. The rep emailed ts their cp logs and ts emailed the cp logs to the rep confirming the ipg sn: bye292 was no located by the cp. Since the ipg was not found by the cp, the cp is unable to determine if the ipg was in service app. The cp has to be able to locate the ipg and then attempt to connect for any further information. In regard to troubleshooting, ble chip resets can be attempted to recover ipg and if available, using a second cp. If a second cp is used, send the cp logs to ts for analysis." The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The event of ipg not communicating was reported to abbott. The patient reported they had surgery without placing the ipg into surgery mode. The rep emailed ts their cp logs and ts emailed the cp logs to the rep confirming the ipg sn: (B)(6) was no located by the cp. Since the ipg was not found by the cp, the cp is unable to determine if the ipg was in service app. The cp has to be able to locate the ipg and then attempt to connect for any further information. In regard to troubleshooting, ble chip resets can be attempted to recover ipg and if available, using a second cp. If a second cp is used, send the cp logs to ts for analysis." The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient underwent an unrelated surgical procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices. Troubleshooting, including a 30/90 magnet reset, was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section a4 - patient weight is estimated.